Event description:
A report was rec'd from the study indicating the pt was hospitalized for a percutaneous intervention thirty one months post cypher stent implant. This event has been captured as coronary artery restenosis. Per the initial reporter of this event, additional info regarding this event is not available.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product.